Event description:
During a laparoscopic procedure, the tip had broken off of the instrument. The tip was found in the pt's abdominal cavity and retrieved. The case was able to be completed with another like device. There was no pt consequence.